Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent grart and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm, the aneurysm was reported to be angled laterally with a mild amount of thrombus in the aortic neck and vessel morphology indicated mild calcification with a unk amount of tortuosity. It was reported that the pt was suffering from renal failure and hypotension prior to the procedure. During the procedure multiple sheaths and dilators were used. After successful cannulation of the contralateral gate the contralateral limb was successfully placed. After removal of the delivery system the pt's blood pressure dropped slightly, retrograde contrast and angiography demonstrated no ruptured or avulsed iliac artery. The pt was given blood and saline and was successfully resuscitated. Final angiogram is reported to have demonstrated a significant endoleak; no occlusion of the ima or sma and the procedure was concluded. It was reported that during the pt's stay the pt suffered an acute limb thrombosis, which was treated by thrombectomy. It was reported that the pt may have had a silent mi that led to a stroke. It was reported that the pt expired one day post-operatively from multi-organ failure due to an unk embolic event. An autopsy was not performed.